Event description:
An optometrist reported that a patient presented with irritation in the left eye one day post lasik. The patient was noted to have stage 1 diffuse lamellar keratitis (dlk). The previously prescribed topical steroid drops were increased. Additional information provided states that the patient was seen in follow up, symptoms have resolved, and the patient is no longer using the topical steroid eye drops.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).